Event description:
It was reported that a spectrum infusion pump had no audio. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported "no audio." Inspection of the back flex found a damaged trace on the j1 flex causing the reported symptom. The rear case assembly was replaced to correct this condition.